Event description:
The set screw within the screw fell out and is floating in the patient.

Manufacturer narrative:
Examination of the returned screw confirmed the set screw is missing. Although the exact root cause could not be determined, removal and loss of the insert during handling installation is a possible contributing factor. A search of the complaint database found no additional reports for this part and lot number combination. A depuy france supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.